Manufacturer narrative:
(B)(4) (extended for more than 30 minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the mesh had been placed without difficulties in the abdomen during a left robotic bilateral inguinal hernia, they noticed that the middle seam of the mesh was not intact. They had to cut the mesh into smaller pieces for it to be removed because the ports were only 8 mm in size. This was also to avoid making incisions larger. The surgical time was extended for more than 30 minutes due to product problem. They used a new mesh to repair the defect and they used sutures to close the peritoneum and the skin. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that the sample was returned in its original tray. The textile knitting pattern and the sewing were found as expected. The mesh was found cut in 3 parts which makes it difficult to determine its exact dimensions. No tears were visible on the mesh. The collagen film was slightly yellowed. The reported condition was not confirmed. A search for like/similar events could not been performed as the lot number was not provided. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If information is provided in the future, a supplemental report will be issued.